Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was battery migration due to a mechanical conflict between the battery and the pelvis.

Event description:
It was reported that the patient felt pain at the implantable neurostimulator (ins) location when she moved. It was noted that actions required as a result of the event included surgical intervention. It was noted that the ins was placed in another location in order to avoid pain during movement. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient had pain at the device pocket. It was noted that the event was solved on 2013-(B)(6).